Event description:
Patient reported experiencing unexpected elevated blood glucose readings caused by incorrect insulin delivery. Patient stated no error messages occurred. Patient reported there was insulin remaining in the last 5 insulin cartridges of differing amounts although the infusion device showed the cartridge was empty. Patient stated every time he injected the bolus his blood glucose level was elevated. Patient reported his blood glucose level has been between 15.0 mmol/l (270 mg/dl) and 20.0 mmol/l (360 mg/dl). No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. The production reports were reviewed, as the product has not been returned for investigation. The production data complies with the specifications. Therefore, complaint could not be replicated. No product returned for evaluation.